Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 12/22/2017 that on (B)(6) 2017, a loss of connection between the transmitter and receiver occurred. No additional patient or event information is available. No product or data was provided for evaluation. The complaint confirmation of a loss of connection could not be determined. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. An external visual inspection was performed and no defects were found. The receiver was charged and would perpetually boot up. The receiver case was opened for further evaluation. A visual interior inspection was performed and the inspection passed. Data log was download directly from the ui pcba board. The reported event of loss of connection was confirmed during log review. A probable cause could not be determined.